Event description:
On 10/14/93 pt underwent a spinal instrumentation procedure with screws placed bilaterally at l4 and s1. On 10/4/94 x-rays showed a unilateral non-displaced fractured screw, with no evidence of migration of any other components. On 1/17/96 pt underwent hardware removal. Fusion was not solid. She had pseudoarthrosis from l4-s1.